Event description:
The therapist complained that the electrotherapy device was burning patients. The therapist reported that patients was receiving burns during stim and ultrasound therapies. The pads that were used during event may not be available.

Manufacturer narrative:
Additional information will be provided via the form 3500a, if required. Evaluation results: complainant did not provide information as to which channel was being used to administer treatment when the reported event occurred. The electrodes that were being used at the time the event occurred were not provided with the unit. Complainant could not provide the information as to the type and size of electrode pads used during the described event. See scanned pages.